Event description:
On (B)(6) 2012 the son of the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was not powering on. The (B)(4) spoke to the lay user/patient for follow-up questions and obtained/verified the following information. The patient informed the (B)(4) that her testing frequency is 2-3 times daily and manages her diabetes with insulin 2 times daily (type not specified). The patient's reported the alleged issue began on (B)(6) 2012 at approximately noon time. At the time the alleged issue began, the patient confirmed no action was taken regarding her diabetes regimen. The patient confirmed her neighbor found her unconscious; however she was not able to confirmed/recall whether the symptom occurred before or after the alleged issue began. In response to the symptom, the patient confirmed emergency medical service was notified for assistance. As far as what she could remember, the patient stated she was treated with orange juice and they checked her blood pressure. The patient stated the ems wanted to bring her to the hospital, but she refused. After the treatment from ems, the patient confirmed she felt better, but could not confirm how soon after she felt better. At the time of troubleshooting, the cca noted the patient was not a 1st time user of the subject meter, there was no misused of the device, the correct test strips were used, and the meter did not require new battery replacements. The alleged power issue was not resolved since the test strip insertion and power button did not turn the meter on. Replacement products were sent to the patient. Since the mss was not able to confirm when the symptoms occurred from the patient, this complaint is being reported because the patient's son claims the patient was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.